Event description:
For the past 2 monday mornings, the acudose has malfunctioned during the weekly count of the controlled medications. This has resulted in having to start over after the machine is re-booted, adding even more time to this time-consuming process. Last week it resulted in the off going charge nurse having to stay well past the end of her shift; this week it resulted in 2 patients experiencing a delay in receiving medications their nurses needed to dispense from the acudose. Two members of the pharmacy team had to leave their other duties to come trouble-shoot the acudose machine as it would not restart once the nurses shut it down as instructed. A cabinet error also occurred later in the morning again, but the machine was able to self-clear it.